Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the issue with the suture- barbs are not engaging in the tissue? Or the fixation loop was not holding? Or other? Explain. Was any deficiency/anomaly noted with the sutures before use?

Event description:
It was reported that a patient underwent a total knee procedure on an unknown date and suture was used. During closure, the incision was coming apart at the beginning of the incision as the doctor was completing the loop. The doctor used an unknown different suture to complete the incision. There were no patient consequences reported.